Event description:
We had issues with these catheters: several sizes. Leakage of the balloon. Leaks appeared after 4-5 hours of use. Catheters self-expelled. Patients got irritation of the external urethral orifice we had to re-catheterized the patients. No other medical intervention necessary.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation.

Manufacturer narrative:
Qn#(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. A representative sample was returned for investigation. Based on the complaint description, it was reported that balloon leak appeared after 4-5 hours of use. Investigation was initiated by inflating the catheters with 10ml of water. However, the balloon was able to stay inflated and no balloon burst observed during the test. In current standard operating procedure, according to spm-a51-003 the products are subjected to 100% visual inspection and any defective raw balloon will be culled out before sent to the next process. Upon completion of assembly process, as per spm-a52-004 the finished catheter will be again subjected to 100% balloon inspection and 20 minutes leak test. Catheter with defective balloon will be culled out during this process. There was no abnormalities or design irregularities observed on the returned representative sample. The sample also can be inflated with no burst balloon issue observed. Therefore, this complaint could not be confirmed.

Event description:
We had issues with these catheters: several sizes. Leakage of the balloon. Leaks appeared after 4-5 hours of use. Catheters self-expelled. Patients got irritation of the external urethral orifice we had to re-catheterized the patients. No other medical intervention necessary.